Manufacturer narrative:
Additional information added to h3, h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Error code appeared during the motor test. Error history log review found system fault alarm. The root cause of the reported issue was found to be the main board was inoperable. Actions were taken to mitigate the reported issue: replaced the main board. Replaced motor as a preventative measure.

Event description:
Information was received indicating that while in use, a smiths medical cadd solis vip pump exhibited alarm with red triangles and numbers 46507. No patient consequences were reported. No adverse effects were reported.